Event description:
Pt was revised to address loosening of the talus and poly wear.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.